Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. After analysis of the instrument and instrument data, the fse found an occlusion in the vacuum line on the waste reservoir. The fse cleaned the occlusion and ran controls. The siemens instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin, bnp, ck mb, havm results were obtained on the advia centaur xp for multiple patients which were reported to the physician(s) the customer observed that cardiac patients were flagged as abnormal or high. Customer called siemens customer support. There is no known report of adverse health consequences or patient intervention due to the discordant troponin, bnp, ck mb, havm results.